Event description:
Allergan device analysis lab received a lap-band device with no information. Follow up findings: allergan representative reported on behalf of the physician that "the band [was explanted without replacement] due to the patient losing weight and then gaining weight." The physician stated that "there was nothing wrong with the band and that the patient decided to go with gastric bypass." Follow up findings: health professional reported that after a fill the "band [was] too tight [and then] too lose [which indicated] slippage." No diagnostic testing was conducted. The patient "came wanting the band removed" and the patient was "converted to roux-en-y."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product, however the analysis has not been completed at this time. Band slippage is a surgical and physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No additional information has been reported to allergan regarding the serial number of the device. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal.